Manufacturer narrative:
Side rail panel - left outer.

Event description:
It was reported by service report that there was a broken outer side rail panel. The customer does not know if there was patient involvement or adverse consequences.